Event description:
During introduction of the coil in the microcatheter, the coil broke. There was no patient involvement.

Manufacturer narrative:
Additional information from the user facility stated that moderate friction was noted as the coil was advanced in the introducer sheath towards the microcatheter. The physician applied "moderate" force to overcome the resistance to advance the coil.

Event description:
During introduction of the coil in the microcatheter, the coil broke. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned coil found that the main coil was still attached to the distal end of the delivery wire. No anomalies were noted to the main coil. There were no anomalies noted at the main junction or the form tip. There was no evidence of the coil breakage. The proximal contact was found to be broke off the proximal end of the delivery wire. Epoxy residue was evident on the proximal end of the proximal contact indicating that the proximal contact was attached during the manufacturing process. Moderate introducer friction was noted as the coil was advanced in the introducer sheath. It is likely that the proximal contact broke as a result of force being applied to advance the coil into the microcatheter and this is considered handling damage. Analysis of the returned device did not find any evidence that the coil had broken. The proximal contact is a subcomponent of the device located at the proximal end of the pusher wire and remains outside the patient at all times during the procedure; there is no contact with the patient. Manufacturer has reviewed all information and determined this event no longer meets the requirement of a reportable event for the device in question.